Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of biofilm and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, hypersensitivity and infection: "precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvéderm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, necrosis, infection, migration, paresthesia, dry skin, abscess, headache, malaise, flulike symptoms, vision abnormalities, scarring, nausea, drainage, dyspnea, syncope, dizziness, anxiety, granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: oral or injectable antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Serious adverse events have infrequently been reported for juvéderm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. O the onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid¿s, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month. Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement. O the onset of infection generally varied from immediate to 1 week post-injection. The treatment prescribed included nsaid¿s, antibiotics, and steroids. In most cases, infection resolved within 6 to 10 days. O the onset of allergic reaction generally varied from immediate to 2 months post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, allergic reactions resolved within 2 days to 4 months."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc and juvéderm voluma xc in the nasolabial folds of site b1 and b2. The patient developed biofilm and swelling in the other areas where the patient was not injected like the glabella, forehead, chin and cheeks. Patient was treated with antibiotics and had been "rushed to the emergency room." Symptoms are ongoing and the patient is "responding to the antibiotics." This is the same event and the same patient reported under MDR ID #3005113652-2016-00940 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra xc, also a device manufactured by allergan.